Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System cannot navigate into patient browser, and could not store images. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to provide additional manufacturer narrative. The customer service engineer (cse) went on-site and diagnosed the control panel. It was found that the ui "scale key" was stuck in the down position. The cse unstuck the key and rebooted the system and the functionality was restored.

Manufacturer narrative:
This supplemental report is being submitted to provide patient information (see section a3), correct the date of event (see section b3), provide additional event information (see section b5), update the brand name of the device (see section d1), correct the PMA/510(k) number (see section g5), update device evaluated by manufacturer (see section h3), correct the device code (see section h6) and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that during a mammogram procedure, the technologist was unable to navigate the patient's browser due to a "stuck key" situation. It was also reported that the technologist continued scanning the patient without realizing that the captured images were not storing onto the hard drive. The report stated that the technologist will contact the patient to return to the user facility for a repeat scan. There was no patient or user injury reported. No additional information was provided.